Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the u by kotex security super absorbency tampons fall apart upon removal leaving pieces behind. She stated she is doing fine and does not plan to seek medical attention.